Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-aug-21 reported information that they had a motor stall pump failure, and they decided to turn it all the way down. It was noted that the patient had a recent heart attack and will have to wait several months before they can get the pump replaced. The patient stated they were told they would still hear alarms, but now the patient was hearing a different alarm. The patient noted half the time they hear a critical alarm and other times the single tone (seemed to be on the hour). Both critical and non critical alarms were played and the patient stated they were hearing both. The patient just wanted to make sure the pump would not come apart in their body. It was advised that if the patient does not want to hear the pump alarming, since they will not have the device replaced for a while, they can request to silence the alarms at the healthcare professional office. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 7.5mg/ml for a total dose of 4.0990mg/day and dilaudid (hydromorphone) 10mg/ml for a total dose of 5.465mg/day via an implantable pump for non-malignant pain. It was noted a motor stall was seen at initial interrogation and the patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log report motor stall occurred and a motor stall was active. There were no known factors that may caused, contributed, or led to the issue. An healthcare professional interrogated the pump for refill, and an active critical alarm was occurring. At the patient's refill today (B)(6) 2017 an alarm was noted and occurred at the refill at 09:04. It was stated that the logs indicated the pump was updated several times this morning. The pump was re-interrogated after confirming no electromagnetic imaging (emi) was present, and no recovery was noted. She refilled the pump and called the surgeon. It was reviewed to consider silencing the audible alarm, programming to minimum rate, covering patient with non-pump medication, and if the pump was explanted/replaced to return to manufacturer for analysis. The pump was placed in minimum rate and replacement to be scheduled after cardiac consult due to plavix. No symptoms were reported. It was later reported a motor stall occurred with a recovery. It was noted that the issue was not resolved at time of report and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention did not occur, but was planned but not yet scheduled. The patient's weight was unknown. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing interrogation of the pump found it was infusing 10mg/ml dilaudid at 0.063 mg/day and 7.5mg/ml bupivacaine at 0.0473 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-19 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-19 from the hcp. It was reported that the cause of the motor stall was unknown and had not been determined. Additionally, the motor stall had not been resolved and it was reported that the pump replacement had not been scheduled as the patient was on blood thinners and the hcp was awaiting the "ok" from the patient's cardiologist. The hcp reported that the pump would be returned for analysis. The patient's weight at the time of the event was unknown. No further complications were reported.